Event description:
The following publication was reviewed: a case of viabahn implantation for a pseudoaneurysm at graft-graft anastomosis used for the left subclavian artery reconstruction which developed 3 years after total arch replacement. In (B)(6) 2015, a patient presented with chest and back pain. Computed tomography (CT) confirmed an aortic arch aneurysm (50 mm) with intra aneurysmal dissection. Total arch replacement and open stent implantation in the distal arch were performed. An unknown surgical graft was advanced from the thoracic cavity to the mediastinum, using a heart lung machine pump and a non-anatomical reconstruction of the left subclavian artery was performed using the graft. In (B)(6) 2018, the patient presented with bloody sputum. Contrast CT showed leakage from the graft used to reconstruct the left subclavian artery. A pseudoaneurysm at the graft-graft anastomosis used for the reconstruction of the left subclavian artery was detected. The left axillary artery was exposed under general anesthesia, and a gore® viabahn® endoprosthesis with heparin bioactive surface (11 x 5) was positioned and deployed, and blood flow to the pseudoaneurysm was successfully excluded. A day after the procedure, a cerebral infarction occurred. Though paresis of the left lower leg remained, the patient was discharged to a rehabilitation facility 30 days after the procedure. The bloody sputum issue did not reoccur after the procedure.